Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) seal was peeled. Review of service history found no relevant history. Visual/functional testing was performed. Complaint of dso seal was confirmed through verification testing. Replaced dso seal. Device passed all testing criteria post repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion seal was peeled. The event occurred during testing, there was no patient involvement.